Event description:
Caller reported potential false negative urine hcg results with henry schein one step+ urine strip test. Distributor called reporting that three women received negative readings but were pregnant. No details were provided and technical svc attempted to contact the end user but was unsuccessful.

Manufacturer narrative:
Control: 25miu/ml hcg urine lot: hcg121226-03, 203.2iu/ml hcg urine lot: hcg130307-01, 209.6iu/ml hcg urine lot: hcg130307-02 and 214.7iu/ml hcg urine lot: hcg130307-03. Summary of results: the retention devices meet qc specification, details as below: the 25miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 203.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes read time (n=5). The 209.6iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes read time (n=5). The 214.7iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes read time (n=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's complaint was not replicated in-house with retention devices. Retention devices were tested with hcg at cut off and 3 different high levels. All results met qc specification. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without pt specimen analysis in-house. To date, one complaint has been reported against this lot. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.